Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and the exhalation flow transducer would not pass calibration at 3 cmh20. The customer requesting for main pcb (printed circuit board).

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.